Manufacturer narrative:
(B)(4), and 510k cannot be provided in this reported because the product code is unknown at this time. During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
Reportedly, on (B)(6) 2011 a homechoice (hc) machine alarmed check lines and bags during priming. The patient was not connected to the hc. The home patient (hp) was advised to start over with new supplies. The hp states he used a new cassette, however, the same bags and is now getting check lines and bags alarm. The hp stated he removed the bags and fluid was flowing from them with no problem so he re-connected bags and the alarm repeated. The technical service representative explained that the set up is compromised and he should start over using all new supplies. No clinical consequences for the patient were reported. No further information is available.

Manufacturer narrative:
(B)(4). This report for a user error was not confirmed due to unavailable sample. The cause is use error - the patient reused solution bags. The results of a label review revealed that labeling is adequate in the user error identified. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.